Event description:
It was reported that far r wave and noise oversensing was noted on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. There were no patient consequences.